Event description:
Heavy abnormal menstrual bleeding that has lasted up to 6 weeks on numerous occasions. Migraines starting 2 months after essure was implanted (implanted (B)(6) 2015.) Extreme bloating. No sex drive after essure.